Manufacturer narrative:
A sample was received to perform an investigation. The returned connector was unlocked and closed again and found to close smoothly and normally. The hinge part of the returned device and the inside of the connector had no abnormality related to the reported event. The reported event was not confirmed. No root cause could be determined as the complaint could not be confirmed. A device history record (DHR) review was performed and no discrepancies or anomalies were noted during manufacture.

Event description:
It was reported that during the pre-use check, the lid of the connector was found to be too tight. The user found it difficult to close but was able to close it with force. No additional information was available no patient was involved.